Event description:
According to an informal translation of clinical report forwarded to shiley from the initial reporter, the pt ws diagnosed with a fracture of his bjork-shiley convexo-concave mitral valve prosthesis and underwent surgery in the early morning of the following day. The clinical report indicated that the "disc and the little support for the disc were missing". According to the clinical report, the pt was stabilized and then underwent a laparatomy to remove the disc from the abdominal aorta. The pt survived and was discharged on june 29, 1998.